Event description:
The customer reported that the back part of the reservoir is out of the insulin pump. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had a detached end cap. Unable to perform the displacement test due to detached end cap.